Event description:
According to the available information this inflatable penile prosthesis was revised due to unknown reasons. Additional information received indicated that it was replaced due to deflating halfway through intercourse. The physician believes it is an issue with he pump after troubleshooting and not finding any leaks.

Manufacturer narrative:
The information received indicated the device deflating on its own, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to deflation. The device was deflating halfway through intercourse. The doctor was not able to find any leaks and believes it was an issue with the pump. No other adverse patient effects were reported.